Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The current size of the aneurysm measures 11cm in diameter. It was reported the patient presented emergently with back pain and it was discovered that the talent bifurcate had migrated. A secondary intervention was performed and an endurant extension was implanted on the left side resolving the migration. The physician suspects the cause of the migration was due to a type ii endoleak which was feeding the sac that caused the sac to pull the limbs up. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).